Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited undersensing. It was noted that the patient came to the clinic due because they experienced palpitations and tachycardias. The rv lead was reprogrammed. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.